Event description:
A report was received that during the patient's trial procedure, the physician suspected a cerebrospinal fluid leak due to needle insertion. The patient had a blood patch and was put on antibiotics. The trial was aborted.